Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the photographs identified two devices with unidentified side are observed that apparently it is opening the shell, the second device with brown particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Patient reported "pain in right arm and under armpit", ¿some lymph nodes with silicone deposition¿ and rupture diagnosed by ultrasound. Device has been explanted. This relates to the right side.

Event description:
Patient reported "pain in right arm and under armpit", ¿some lymph nodes with silicone deposition¿ and rupture diagnosed by ultrasound. Device has been explanted. This relates to the right side.